Event description:
It was reported that the power cord on the 9900 system was damaged, and had sparks coming from it. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.